Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 ventilator indicating that while performing inspection, it was observed that the device was getting an error code 1102 -"primary alarm failed" message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The authorized service provider (asp) evaluated the device and confirmed the reported issue when starting up the device. While the "primary alarm failed" message was not duplicated, the speaker was replaced for preventive measures. The device passed required performance verification tests per philips standards and was returned to service.